Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
The manufacturer service technician observed a broken bur still in the device, while it was being serviced at the manufacturer. There were no adverse consequences related to this event.

Manufacturer narrative:
Supplemental not required. H6: the quality investigation is complete.

Event description:
The manufacturer service technician observed a broken bur still in the device, while it was being serviced at the manufacturer. There were no adverse consequences related to this event.